Event description:
It was reported there was a lead warning. Bipolar impedance was 207 ohms and unipolar 396. An insulation issue was suspected. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.